Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant ii limb was intended to be implanted as part of the endovascular treatment of a aaa. The prosthesis was inserted into the contralateral side and positioned on the radio marker; however, the prosthesis did not open after 6-10 turns. Upon removal and inspection, a kink was observed just below the tip of the prosthesis. The healthcare professional suspected that the kink may have prevented the sheath from opening. An alternative prosthesis (etlw1620c93ee) was used, and future extension of this prosthesis is planned. No patient complications have been reported as a result of this event. For the 1620156, the device was inspected before use and there was no damage to the packaging. As only a back-up of etlw1620c93ee was available on the day of the index procedure, this was insufficient in length and resulted in a ib endoleak. The physician therefore wanted to lengthen that side two days later. A etlw1620c156ee stent graft was implanted. The procedure to implant the extension went well with no issues.

Manufacturer narrative:
Additional information received: during the attempted deployment of 1620156, it was reported the first few turns were okay, but then, starting at approximately 6¿10 turns, a very strong resistance and a strong pull were felt. The strong resistance was felt during the sliders response. An attempt was made to pull the trigger and perform quick release. It was clarified that to treat the ib endoleak , only one etlw1620c156ee stent graft was implanted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.